Manufacturer narrative:
Upon receipt, the pacemaker interrogation revealed the battery status eri. The inspection of the device's memory content showed that the eri status was triggered on (B)(4) 2014, four days after the explantation of this device. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. The pacemaker was implanted for 68 months. The amount of charge taken from the battery was verified. The battery condition was found to be anticipated. The current consumption of the device was normal and expected. The programmed parameters were inspected. It was noted, that the ventricular anti-bradycardia pacing was programmed to 4.0v and 1.0ms at least since (B)(6) 2014. This represents a high current program, draining the battery. Further data before that follow-up were not available for an analysis. In summary, the pacemaker was fully functional. The battery condition was found to be anticipated. There was no indication of a material or manufacturing problem.

Event description:
Ous MDR - patient arrived at the clinic for a routine device check on (B)(6) 2014 where the battery measurements and estimated longevity showed it was depleted. At this follow up the following measurements were recorded: battery -2.67v, 28ua, 3.1kohm- eri 2months ap 31% vp 100% a- 510 ohms, v-610 ohms, v threshold 1.6v@1.0ms with v output set at 4.0v@1.0ms. The month before 30/5/2014 battery- 2.69v, 27kohms, eri- 4 months (B)(6) 2013 battery- 2.7v, 2kohms, eri 1yr 11months the customer is concerned about the sudden decreases in longevity and had explanted this device.